Event description:
It was reported that the patient had the implant removed in order to treat an auditory nerve tumor. No product deficiency has been alleged.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.